Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection revealed a reddish-brown particle embedded in the material of the tubing line. The particle was not in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) via fourier transform infrared spectroscopy (ftir). Pvc is a raw material of the tubing line. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the tubing of a large volume intermate. This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.